Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2017-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the pump¿s black box revealed related alarms. A battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. A power issue was duplicated. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.